Event description:
It was reported that the camera head cable was broken. There was no patient involvement.

Manufacturer narrative:
The camera cable was found to be damaged (disconnected). Based on the results of the investigation, a probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.